Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas external device failure" error message during setup. They noted that the filters and water traps were dry, but the unit did not have flow. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed a "gas external device failure" error message during setup. They noted that the filters and water traps were dry, but the unit did not have flow. No patient harm was reported. Investigation summary: the device was returned, cleaned, and inspected with no visible external damage or signs of liquid exposure. Functional testing using visia2 software and connection to a bedside monitor reproduced the reported failure. Testing confirmed an internal pump failure. A warranty exchange unit was provided to the customer. The root cause is pump failure. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/27/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 11/06/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 11/14/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas external device failure" error message during setup. They noted that the filters and water traps were dry, but the unit did not have flow. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit displayed a "gas external device failure" error message during setup. They noted that the filters and water traps were dry, but the unit did not have flow. No patient harm was reported. (B)(6) continues to investigate the reported event. (B)(6) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: (B)(6) 2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to (B)(6): na.